Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12j26076 and h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents for potentially associated lot number h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was diagnosed with peritonitis while hospitalized for diarrhea. It was not reported if the peritonitis event prolonged the hospitalization. Cause of peritonitis was unknown. The patient was treated for peritonitis with gentamicin intraperitoneally (ip) (dosage unknown, frequency not reported). The patient was not retrained on pd therapy. On a later date, the patient was discharged from the hospital. The patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available. This is report 2 of 4 for this event.